Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
Boston scientific received information that during a routine follow-up, this device exhibited a fault code indicative of an internal battery voltage too low, to support the projected remaining capacity. The patient was hospitalized for product explant. No resulting adverse effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that are more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor which can be compromised over time, causing an increased current drain and lead to premature battery depletion. This particular device was included in the advisory population. Subsequently, the device was explanted and is intended to be returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, the event will be further updated.